Event description:
It was reported that immediately after opening the package, the customer noticed the tube was damaged. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that immediately after opening the package, the customer noticed the tube was damaged. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
One (1) sample was received for evaluation. The returned unit was visually inspected; a broken tube was observed. The complaint was not confirmed because the reported problem could not be replicated on the manufacturing process line. The probable root cause is transportation issues. No actions were taken; the failure is not associated to manufacturing process. (H6c, h6d, h6e) there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review., corrected data: h4.